Event description:
The iab was inserted into the patient on 05/13/97 at 12:00 p.m. And removed on 05/13/97 at 9:30 p.m. The iab did not malfunction. As a result of the event, the patient had a major ischemia complication. The contact stated that the patient went on to expire on 05/19/97 at 12:35 p.m. And the death was not a direct consequence of the iab or iab therapy. (Event complications: the patient had a major ischemia) complication - rpt'd 09/11/97. (Pt's current status: expired-rpt'd 9/11/97.)